Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Pressure bag was used for the irrigation of sheath. The sheath was initially aspirated, and no air bubbles were noted. However, when the catheter was inserted and aspirated back, air bubbles inside the sheath side port and in the aspiration, syringe were observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath is not expected to be returned as it was disposed.